Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Primary procedure left hip. It was reported that a trident window trial broke in 2 pieces in the patient. Removal was visually verified in patient, irrigation was performed, and pieces fit completely together at the back table with nothing missing. A surgical delay of approximately 10 minutes was caused.